Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, she was in the hospital due to the insulin pump alarming motor failure. Customer stated she went to the hospital due to headaches. They checked her blood glucose and it was low, 35 mg/dl. They treated to bring it up and then it dropped again. So they removed the insulin pump and that's when the device alarmed. It shut down and when customer restarted the device alarmed motor failure. Due to the customer's low blood glucose she wasn't released and was admitted to hyperglycemia. Customer's spouse took the insulin pump so troubleshooting was possible. Customer called back and troubleshooting was performed for the insulin pump. Customer is not returning the reservoir for analysis.